Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a pocket revision due to an unknown reason, the physician noted that the patient had developed an infection at the pocket site. The patient was provided with antibiotics and was doing well postoperatively. The device remains implanted and in service. No further information has been obtained. Additional information was received the reason for the pocket revision was due to the patient experienced pain at the pocket site. The physician does not know the reason of infection. Nothing was noted from previous surgery to believe that would have caused the infection. Culture was taken but no information was divulged as to the result.

Event description:
It was reported that during a pocket revision due to an unknown reason, the physician noted that the patient had developed an infection at the pocket site. The patient was provided with antibiotics and was doing well postoperatively. The device remains implanted and in service. No further information has been obtained. Additional information was received the reason for the pocket revision was due to the patient experienced pain at the pocket site. The physician does not know the reason of infection. Nothing was noted from previous surgery to believe that would have caused the infection.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a pocket revision due to an unknown reason, the physician noted that the patient had developed an infection at the pocket site. The patient was provided with antibiotics and was doing well postoperatively. The device remains implanted and in service. No further information has been obtained.